Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corportion for evaluation. The reported malfunction was duplicated. The battery was replaced to remedy the reported problem. The customer was contacted and indicated the battery was 3-4 years old. The operator's guide states that the device should be incorporated into a regular preventative maintenance program to insure compliance with operating specifications, sealed lead acid batteries are recommended to be replaced every 18 months. This claim has been closed as battery management. Analysis of reports of this type has not identified an increase in trend.